Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 120.4630. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 120-4630 was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Powers on with error code 120-4630 power supply q19 pin 1 shorted to pin 4 power supply board is bad. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu power supply board tc10006929. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 120.4630. There was no patient involvement.